Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2009; 4574 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion due to high threshold on the left ventricular (lv) lead. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.